Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the distal end of the sheath kinked and was with ¿steerability problem¿. The sheath was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the flexcath advance sheath, lot 41259, was returned and analyzed. Visual inspection of the sheath showed the shaft was kinked at 0.6720 and 1.98 inches from the tip. Functional testing showed the deflection mechanism was working fine and the pull wire was not broken. In conclusion, the reported issue was confirmed through testing. The sheath failed the returned product inspection due to shaft kinks near the tip. If information is provided in the future, a supplemental report will be issued.